Event description:
It was reported that when the device was used during a laparoscopic tubal procedure, the inner seal of the device became dislodged and fell into the patient. This occurred when the bipolar forceps were introduced into the trocar. The seal was recovered and no patient consequence was apparent. Another device was used to complete the case.